Manufacturer narrative:
(B)(4).

Event description:
Procedure: thoracic. According to the reporter: after procedure when a nurse cleaned the port that was removed from the patient, he or she confirmed that a distal part of it was damaged and lost. The area around the broken part was discolored. The broken part was missing and could not be retrieved.